Event description:
It was reported that a portex® spinal kit did not work on the patient. It is believed the drug contained in the kit was "weak". No injury was reported.

Manufacturer narrative:
No device was returned for analysis. A review of the device history records did not identify any discrepancies or anomalies related to the complaint. Assay testing by the supplier found the drug within specification. A review of the sterilization records was performed and met validated specification requirements. Based on the evidence, a root cause was unable to be determined. No product quality problem could be confirmed.